Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose this morning was 594 mg/dl and at the time of first incident it was 108 mg/dl. The customer's blood glucose was now down to 126 mg/dl. The customer treated high blood glucose with manual injection. The customer reported that they received insulin flow blocked alarm. The device will not be returned for analysis.